Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal dilaudid 0.5 (units not reported) and 0.18 (units not reported) via an implanted pump for an unknown indication. The event/difficulty occurred on (B)(6) 2018 during normal use. The pump was replaced on (B)(6) 2018 and would be returned. It was reported the patient had opioid withdrawal and it was unknown if there were any environmental/external/patient factors that may have led or contributed to the issue. Diagnostics/troubleshooting performed included running the logs and the pump had a critical alarm due to motor stall. Actions/interventions taken included replacing the pump. The issue was resolved at the time of this report and the patient¿s status was ¿alive- no injury¿. Other medications the patient was taking at the time of the event were unable to obtain, not available. The patient¿s weight and medical history were asked and would not be made available (legal/confidential reason). No further complications were reported/anticipated or expected.

Manufacturer narrative:
Analysis revealed worn teeth on gear wheel number three and stall due to gear wheel three. If information is provided in the future, a supplemental report will be issued.